Event description:
Reportedly, after a sensing test performed during the follow-up, the subject pacemaker seemed to continue operating in ddi mode, basic rate 30 for about 30 seconds. The patient was in complete av block.

Manufacturer narrative:
Preliminary analysis revealed that the device behaved as specified.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191219 - file-2019-03174 - analysis_and_closure_report_resp-2019-01634.pdf].

Event description:
Reportedly, after a sensing test performed during the follow-up, the subject pacemaker seemed to continue operating in ddi mode, basic rate 30 for about 30 seconds.the patient was in complete av block.

Event description:
Reportedly, after a sensing test performed during the follow-up, the subject pacemaker seemed to continue operating in ddi mode, basic rate 30 for about 30 seconds. The patient was in complete av block.

Manufacturer narrative:
Additional information: d6 (implantation date) (B)(6) 2017. H6 (device code(s)) 1438 over-sensing. Preliminary analysis revealed that non-physiological signals were observed on both channels on (B)(6) 2019. The non-physiological signals most probably resulted from strong electromagnetic interferences (emi).

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after a sensing test performed during the follow-up, the subject pacemaker seemed to continue operating in ddi mode, basic rate 30 for about 30 seconds. The patient was in complete av block.